Manufacturer narrative:
Bec field service engineer (fse) assisted the customer over the phone and found that the root cause of the leak was a broken fitting at the base of the wash well for the cap piercer blade assembly. Per fse's instructions, the customer removed the broken fitting and repaired the instrument's cap piercer with a spare fitting from their stock of parts received at installation. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) an autogloss leak from the cap piercer area of a synchron lx I 725 system onto the floor. No fumes were produced and the customer was not harmed nor needed medical treatment. No effect to patient or operator was reported in connection with this event.